Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician, indicates that light guide les was dirty, there was a foreign object under the charged coupled device (ccd) objective lens was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: olympus could not identify the foreign material from provided information. Since the user conducted reprocessing in accordance with instruction for use (IFU) or not was unknown from the provided information, olympus could not specify the cause of the foreign material remained in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.